Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the pacemaker was in backup vvi mode possibly due to memory code error. The pacemaker was successfully restored back to normal. The patient was in stable condition.